Event description:
Customer reported a precharge circuit timeout error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaulated the system and replaced the power cap module. System operates as intended.